Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two sections, the helix was retracted, and body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Laboratory testing was unable to reproduce the loss of capture. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was successfully implanted with good measurements on the pacing system analyzer (psa), however, when the ra lead was connected to the pacemaker there was no capture at max output. The ra lead was removed and reinserted into the pacemaker with the same results. The physician attempted to reposition the lead. The helix mechanism was successfully retracted but upon re-deployment it wouldn't extend. The physician elected to cut the ra lead for removal and the lead was replaced. No adverse patient effects were reported.